Event description:
According to the reporter, after the catheter was implanted and used for a period of time during a dialysis session, it was found that the red end of the catheter luer connector had cracks. Besides the reported issue, there were no other visible defects/damages found on the product at the time of the event. Flushing was done with normal results. There was no leak. There was no excessive force used on the device. The cleaning agent used on the device was iodophor. Dialysis tubing was the other product being utilized with the device. The catheter was replaced as an intervention. There was no blood loss, and a blood transfusion was not required due to the event. There was no reported patient injury.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.